Event description:
The atw35 was used during a laparoscopic appendectomy. It was reported there was profuse bleeding after the first firing of the device across the appendix. It was reported the pedicle was not large. The bleeding was controlled with an endoloop. There was no consequence to the pt.